Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is going.

Event description:
As reported by the edwards european affiliate, during a 29mm sapien 3 case by ta approach in the mitral position, during valve deployment, the balloon only opened at the distal end. The proximal part of the balloon only opened very little; therefore the valve was not fully deployed. The balloon was deflated and pulled back due to patient conditions. While attempting to cross the sapien 3 valve again for re-dilation, the valve embolized into the atrium. The patient was converted to open heart surgery. The patient was doing ok post procedure.

Manufacturer narrative:
The sapien 3 valve was returned to edwards lifesciences. Upon visual inspection, it was observed that the outflow side of the valve appeared to be not fully expanded. The valve was balloon expanded with a sample delivery system for further evaluation. All leaflets were stiffened, likely due to the valve being kept in a partially expanded condition for an extended period of time. The exposed struts were observed, likely due to explantation. The valve¿s frame appears to be slightly distorted near the outflow side, possibly due to explantation. No other abnormalities were observed. Due to the returned condition of the valve, no dimensional analysis could be performed. Procedural cine images were provided for evaluation. Preliminary imagery evaluation showed that the valve was not centered on the balloon prior to valve deployment. The crimped valve was positioned more toward the proximal shoulder. During valve deployment, the balloon mainly expanded distally, while the proximal part of the balloon only expanded slightly, resulting in the valve being deployed with a cone shape and being pushed proximally toward the ventricle. Since no imagery related to re-crossing the valve for post dilatation and/or valve embolization into atrium was provided for evaluation, engineering was unable to confirm the complaint of ¿valve ¿ valve embolization into atrium.¿ no manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the valve was the source of the complaint. Additionally, no IFU/training deficiencies were identified. Although the returned valve and imagery showed the outflow side of the valve was under-expanded with a cone shape, without the actual imagery showing the valve embolization into the atrium, the complaint for ¿valve ¿ valve embolization into atrium¿ was unable to be confirmed. The use of sapien 3 with certitude delivery system for mitral valve-in-ring replacement is considered as off-label usage. Additionally, preliminary imagery evaluation showed that the valve was not centered on the balloon prior to thv deployment. Per the IFU, the valve is required to be crimped and maintained in between the two internal shoulders prior to valve deployment. Attempting to inflate the balloon while the valve is off-centered may restrict the proper deployment of the balloon, where only the distal part of the balloon is inflated, resulting the valve being pushed proximally. Depending on the final position of the under expanded valve (atrium/ventricular ratio), under such conditions, the valve could have shifted toward either direction, resulting into embolization. Furthermore, the balloon profile after the first deployment would have been larger than before deployment, therefore increasing the chances of being caught onto the frame while attempting to cross the sapien 3 valve again for re-dilation. With the proximal part of the balloon only expanded slightly, the under expanded valve may have been accidentally pushed by the delivery system during re-crossing and slipped distally toward the atrium. As such, procedural factors may have contributed to the reported event; however, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate did not exceed the applicable complaint trending control limits, a product risk assessment (pra) escalation is not required.